Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is not receiving effective therapy from the scs system. Therefore, the patient may undergo surgical intervention to address the issue.